Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of right total hip. Loosening of acetabular shell due to poor bone discovered on follow up x-ray at 6 month. Cemented exeter rimfit cup inserted. Original surgery (B)(6) 2019. This is all the information available.